Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter has black marks in the display. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests seven times a day and manages her diabetes with insulin (administered via insulin pump). The patient confirmed the alleged issue began on (B)(6) 2010 at 7pm. After the alleged issue occurred, the patient corrected and clarified she immediately tested her blood glucose with her secondary meter. The patient corrected and clarified she did not develop any symptoms as a result of the alleged issue. The patient also corrected and clarified she did not receive any medical intervention after the alleged issue began. During troubleshooting, the technical service representative (tsr) noted there was no misuse of the lfs product. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.